Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication had been pending approval in the cabinet. The technical support specialist (tss) had checked on medication queue list (mql) - patient controlled analgesia on hand (pca oh) under customer verify and found that the request had been approved. The tss had advised the customer to log out and log in again to verify availability. Tss had confirmed with customer that the medication had been available and had successfully removed it. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower,medication had been pending approval in the cabinet and not able to pull oxycodone 5 mg tablet for patient. The customer reported that the malfunction took place during dispensing of the medication however there was no delay reported. There were no adverse events or injuries reported based on this incident.